Manufacturer narrative:
Reported event: an event regarding corrosion involving a rejuvenate modular device was reported. The event was confirmed.   Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra (B)(4). Conclusions voluntary recall ra (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported corrosion is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that the patient is experiencing pain since the surgery. Update (B)(6) 2021 wg: as reported: "rejuvenate revision surgery." Spoke to rep. Intra-operatively, corrosion was noted at the stem/ neck interface. The stem, neck and head have been revised. Rep confirmed that no further information will be released by the hospital or surgeon.